Event description:
During a pulse field ablation procedure to treat paroxysmal atrial fibrillation (pa fib), a faradrive steerable sheath was selected for use. It was reported that air was drawn in during the initial insertion of the sheath and farawave catheter placement in the sheath. The air was observed continuously during flushing. Many aspirations were attempted but air could not be cleared. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat paroxysmal atrial fibrillation (pa fib). It was reported that air was drawn in during the initial insertion of device. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.